Manufacturer narrative:
Investigation found a specific error in the logs. There was a "read" event that occurred but not a "save" event. If a save event is not found following the read event the report had not be properly saved. The exam was available for review at all times. The reading physician communicated information to the referring physician of findings and then re-read the exam. No further evaluation/investigation will be performed regarding this incident.

Manufacturer narrative:
Merge healthcare is continuing to investigate the issue as reported by the customer to determine if any corrections or corrective actions are necessary.

Event description:
Merge unity pacs a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. Information was received from a pacs administrator on (B)(6) 2017 alleging that a physician dictated and saved a patient's study. The physician that completed the study was contacted the next day by a referring physician with problems viewing the patient's exam report. Merge healthcare technical support investigated the customer's allegation and found that the audit trail showed a report save event, however, the report displays with a message that the report is not yet finalized. There was no information regarding the exam findings for this patient/exam displayed. The reading physician went over findings with referring physician over the phone and re-read the exam. With merge unity pacs not functioning as expected where a report does not include exam findings as dictated by a physician there is a potential for a delay in diagnosis/treatment or a misdiagnosis that could potentially lead to harm. However there is no indication of any harm to the patient as a result of this issue. (B)(4).